Event description:
It was reported that during surgery, while making the femur tunnel, when the flexible drill touched the bone it broke. Everything was removed from the patient using a hemostat. The procedure was successfully completed without significant delay using a back-up device. In the same bone hole. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3,h6: one 7223163 drill flexible cannulated 7.5mm used for treatment, was not returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. The complaint stated: ¿during surgery, while making the femur tunnel, when the flexible drill touched the bone it broke¿. Product manufacturing documentation shows that the complaint devices met specifications upon release to distribution. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.